Event description:
It was reported that during pre-testing, it was discovered that the hand piece was heating up and making a grinding noise." The reporter stated the product was not being used in surgery; no injuries or medical interventions were reported. There was an identical spare device available for use. There were no delays in scheduled surgeries. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. The reported complaint could not be confirmed. The device was tested and the complaint was not duplicated. Should additional information become available, a supplemental medwatch report will be sent accordingly.